Manufacturer narrative:
On 04/02/2019, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation on (B)(6) 2019, but the patient had to cancel the surgery. No updated explantation date has been provided. The suspect medical device is still implanted in the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/20/2019, mentor received additional information about the event. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient had only the right device explanted on (B)(6) 2019. The left device was going to be removed on that date, but the surgery had to be terminated due to anaphylaxis. The left device was later explanted on (B)(6) 2019. The right explanted device was replaced with a mentor memorygel breast implant 650cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 700cc gel breast prostheses when both left and right prostheses ruptured after implantation. Bilateral rupture was confirmed by MRI. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 07/18/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample an area of siltex cracking was noted in the posterior view. Within siltex cracking a tear was observed, measuring approximately 11.5 cm, also delamination with leak was observed in the posterior view. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).